Manufacturer narrative:
A service engineer (se) inspected the device and was unable to duplicate the reported issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator compressor triggered on then off. An alarm sounded and the ventilator itself was reported to have shut down and stopped delivering breaths. The patient was placed on an alternate ventilator without harm.